Event description:
According to the information the pt had discomfort with device

Manufacturer narrative:
Based on the limited info received, qa concludes device function was not associated with this event. However, because eval of the device would not conclusively confirm or disprove the report of discomfort, qa will accept the physician's observations of this as the cause for surgical intervention. The info received provided no indication of contributing factors to this occurrence.